Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 7214cs-lmr adult, endotracheal, 14 french, 72 hr for investigation. The sample was reviewed with a r & d engineer. The sample was returned with a tool used to disconnect the device from an et tube. The sample was visually examined with and without magnification. Visual examination revealed that the sample was returned with the sleeve disconnected at the proximal end near the thumb control valve. The sample appears used as there is biological material present on the device. First, the sleeve was reconnected. Functional inspection was then performed on the returned sample in order to determine if the catheter was leaking. The measured leakage rate of the suction catheter was within the acceptable range. The leakage rate can be affected if the sleeve was disconnected from the connector. It is possible that the sleeve being disconnected was the root cause of the leak reported by the customer. However, this could not be confirmed as it could not be determined exactly how or when the sleeve became disconnected from the connector. The reported complaint of "catheter leaked during use" could not be confirmed based upon the sample received. One sample was returned with the sleeve disconnected at the proximal end near the thumb control valve. The sleeve was reconnected and a functional test was performed in order to determine if the catheter was leaking. The measured leakage rate of the suction catheter was within the acceptable range. The leakage rate can be affected if the sleeve was disconnected from the connector. It is possible that the sleeve being disconnected was the root cause of the leak reported by the customer. However, this could not be confirmed as it could not be determined exactly how or when the sleeve became disconnected from the connector.

Event description:
Complaint alleges "there was a leak in the catheter that caused the patient ventilator volumes to get cut in half". No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Complaint alleges "there was a leak in the catheter that caused the patient ventilator volumes to get cut in half". No patient injury or consequence reported. Patient condition reported as "fine".